Event description:
Same case as MFR ID #'s: 2134265-2012-07137, 2134265-2012-06803. It was reported that during a percutaneous transluminal angioplasty treatment procedure, vessel perforations occurred and the patient later expired. The target lesion was located in the totally occluded right iliac artery. A guide wire was advanced to the lesion area and a 4.0 x 100, 75cm mustang balloon catheter was used for pre-dilation. Another manufacturer's 9x80mm stent was deployed in the external iliac artery and a 9.0x40x75cm express ld stent was deployed in the common iliac artery without issues. The express ld delivery balloon was used to post-dilate the two stents at their bifurcation. Angiography then showed a vessel perforation at the external iliac. The express ld delivery balloon was reinserted and inflated to stop the bleed. Another manufacturer's 9x40mm covered stent was then deployed without the use of a sheath at the site of the perforation. Angiography showed another perforation distally. A sheath was inserted and another manufacturer's 8x40mm stent was deployed to treat this perforation. Angiography was performed which showed no current perforations. The patient was transferred to holding with the sheath in place. One hour later the physician was called back to the patient. Angiography showed the presence of another perforation. A 8.0 x 20, 75cm mustang balloon catheter was inserted and inflated while transporting the patient to the o.r. The patient expired within 30 minutes.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).